Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign material in the connecting tube was be determined to be insufficient device cleaning/reprocessing, as the device was returned to olympus without proper reprocessing. The event may be detected/prevented by following the instructions for use sections below: bf-190 series operation manual chapter 3 preparation and inspection. Bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii bronchovideoscope was returned for annual inspection. During routine inspection of the device by olympus, connecting tube foreign material was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for annual inspection and found: the switch box had a scratch. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The light guide lens had a crack. Adhesive around the objective lens had corrosion. The adhesive on the bending section cover had a crack. The connecting tube had foreign objects, and no device leakage was found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.